Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level was 426 mg/dl. The customer believed there was something wrong with the infusion set. They changed the infusion set. Troubleshooting was declined. The device was not returned.